Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. The father felt that the hospitalization was due to the customer not setting his temporary basal rate for diet and exercise adjustments. Nothing further was reported.